Event description:
It was reported that the pulse generator exhibited backup vvi.

Event description:
It was reported that patient underwent a rotator cuff repair utilizing anchors in 2009. During the procedure, two anchors fractured and the tip of one remains in the patient. There was no significant delay to the procedure as a result.

Manufacturer narrative:
Final analysis found that the pulse generator was in back-up mode. After downloading the product code the device functioned normally.

Manufacturer narrative:
No medwatch form was received.